Event description:
The customer contacted baxter's technical service center to report overheated fluid being delivered on a homechoice (hc) device during use, patient connected. The home patient (hp) stated she had increased the temperature on the unit before starting therapy last night from 36 to 37 degrees c. The hp now feels that the hc is heating the fluid too much. The hp measured the temperature of the bag with her thermometer, and it measured 100.6 degrees f (100.6 degrees f = 38.1 degrees c). The baxter technical service representative (tsr) initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The customer contacted baxter's technical service center to report overheated fluid being delivered on a homechoice (hc) device during use, patient connected. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. Device passed homechoice return instrument test/evaluation (rite) functional testing and homechoice rite electrical safety analyzer testing. Crt (cycle remote toolbox) tempmon indicated the heater pan temperatures reading are within specification. The cover was opened and an internal inspection performed. No problems were revealed during this inspection and all connections were correct and secure. A visual inspection was performed on the thermocouple wires, thermo boards and alternating current component (accomp) board and no problem found. The heater elements were measured and each heater element read 60 ohms. The reported issue was not confirmed. The assignable cause was undetermined. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of over temp. Fluid delivered.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.